Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used as an accessory device during the endovascular treatment of a 57mm aaa. During the procedure it was reported an attempt was made to inflate the balloon during preparation, however, the proximal side of the balloon did not inflate and repeated attempts were made with no success. It was determined that there was a high possibility of a defect. Per the physician the event was due to a product malfunction. No additional clinical sequalae were reported and the patient is fine